Event description:
It was reported that the patient had a bicycle accident in 2008, in which he landed on his buttocks. The patient was admitted to the hospital. The patient had a t12 burst fracture with a 3 column injury and a l1 pedical fracture. The patient underwent spinal fixation implant surgery (t11-l2). The patient was seen for follow up ten days later. Post-op x-ray films showed the 3dx connector was fractured. The hcp did not note the fractured screw at this time. In early 2009, the patient was seen by a manufacturer representative. The patient had fallen a few days prior and had lumbosacral back pain, remote from his fracture. The broken hardware was noted during the visit. The patient has reportedly fused and healed well. No revision surgery is planned.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. Post op films showed t11-l2 construct. Subsequent films showed disconnect of left t11 pedical screw connector. The catalog number and/or size of the connector was not provided; therefore, the manufacturer was unable to determine the specific recall number associated.